Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a perforation found due to high pacing thresholds. Subsequently, a revision procedure was performed. The rv lead was successfully repositioned and remains in service. No additional adverse effects were reported.